Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device to monitor a patient and it powered off unexpectedly multiple times during the event. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the device cycled power multiple times during the event.

Event description:
The customer contacted physio-control to report that they were using their device to monitor a patient and it powered off unexpectedly multiple times during the event. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.